Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed the "system error, out of service, revert to manual CPR" error message was confirmed based on the review of the archive and during functional testing. The root cause of the reported complaint was the failed processor board, likely attributed to the device's aging, the device life expectancy is 5 years. The autopulse platform was manufactured in feb 2008 and is over 17 years old. The archive data was unrecoverable due to the device failing the initialization (power on self test), due to the failure of the processor board. However, ap vision indicated system error - 136 (invalid parameters block), thus confirming the reported complaint. The processor board was replaced to remedy the archive issue. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, confirming the reported complaint. The failed processor board (pca) was replaced to remedy the system error. During service, the autopulse platform passed the run-in test without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed the "system error, out of service, revert to manual CPR" error message. This was noticed during shift check. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.